Event description:
Rptr has been disabled since autumn of 1997. Rptr was exposed to acid fumes, toxic waste and latex while employed at medical center. They required that rptr wear gloves 8 hrs for 5 days or 6 days during the whole shift first indicating it a fed law, then declaring it was a state law and then admitting it to be a hosp policy. Rptr now has latex anaphylaxis in addition to stress, fracture airways, asthma, toxicity, acid burns to airways.